Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.

Manufacturer narrative:
Clarification to: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken plug strap, wear abrasion, a flat crease, calcification, and white particles in the shell. Microscopic analysis was performed which identified one sharp opening on the plug strap disk shell, partial delamination on the plug strap disk shell, and sharp broken plug strap. The fill test inspection was performed which noted no blockage. Based on the device analysis the final assessment is one sharp opening due to an unidentified (tear) opening, partial delamination on the plug strap disk shell (adhesive failure), and a sharp broken plug strap due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.